Event description:
Reporter indicated that high lead impedance readings were obtained during a routine generator revision surgery. The lead was reinserted and the high lead impedance readings were obtained again. The lead was left in place and the surgery was ended. The surgeon informed the patient that the high impedance could be a result of scarring in the region of the leads and vagus nerve but that the lead appeared to be normal. Additional information received indicated that the patient underwent a full revision surgery at a later date. Good faith attempts to obtain additional information from the patient's surgeon and neurologist have been unsuccessful to date. Attempts to obtain the explanted product for analysis have also been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.